Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8002664; medical device expiration date: 2022-12-31; device manufacture date: 2018-01-02. Medical device lot #: 7178955; medical device expiration date: 2022-06-30; device manufacture date: 2017-06-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Photo attached was already evaluated under (B)(4). Four sealed 10ml packaged syringes were received and confirmed to be from batch #8002664 (p/n 302995). The samples were visually evaluated. No visual defects were observed. The ¿gel-like substance¿ observed by the end user is normal silicone content from the syringe assembly process. The observed amount of silicone is normal and expected amount for this product per product specification. One video was received and evaluated. Two 10ml syringes are shown in the video. Both syringes show clear signs of excess silicone inside the barrel. Each syringe has its plunger taken out and has excess silicone visible on the stopper. The excess silicone observed is rejectable per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Root cause for excess silicone is associated with the assembly process. No corrective actions are necessary based on the extremely low confirmed number of defects for the 2 reported batches at this time. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd syringe luer-lok tip there was an issue with foreign matter. There was no report of injury or medical intervention.